Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The belt's ECG "c" was not recognized. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- wire in the cable. The root cause for damaged wire could not be positively identified. No adverse event resulted from the damaged belt.